Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that bleeding was observed at the impella cut down site. The medical staff held manual pressure during the percutaneous coronary intervention and surgical closure to manage the complication. It was reported that two units of packed red blood cells were transfused to the patient during the case. The pump was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.